Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation procedure, the damaged map showed that there was no damage for one of the four lasers in use. The site increased the wattage of the test and there was no damage presented on the model. The surgeon was noted to have put neuroform in the bone anchor before laser insertion but did not flush it out prior to placing the catheter and laser. Once the catheter was removed, neuroform was reported to be stuck to it. All other lasers in the procedure were noted to function as designed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The visualise cooling laser applicator catheter was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.